Event description:
The complaint is reported as: "(B)(6) 2020, the swg was found kinked during usage on the patient." No patient injury reported. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). The customer returned various components from a cvc set including one spring wire guide (swg) for evaluation. Signs of use in the form of biological material was observed on the spring wire guide. Visual inspection of the swg revealed one kink in the body. Microscopic examination confirmed both welds were present and fully spherical. The j bend was misshapen. The kink in the swg body was measured at 329 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.812 mm which is within specifications of 0.788-0.826mm per swg graphic. The undamaged portions of the swg were passed through the returned 18 ga introducer needle, ars and dilator to functionally test. The swg passed through each with minimal resistance. Resistance was only encountered at the kinked portion of the guide wire. A manual tug test confirmed both welds were attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Warning: do not apply undue force on guidewire to reduce risk of possible breakage." "Warning: do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire." "Clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "(B)(6) 2020, the swg was found kinked during usage on the patient." No patient injury reported. The condition of the patient is listed as "fine".